Event description:
It was reported that the programmer could not be turned on and it was accompanied by special smell. The physician suspected electronic components burned out. No adverse patient effect was reported.